Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned reply card an intraocular lens (iol) was not used because it was 'damaged'. Additional information was requested.

Event description:
Additional information received reports the lens was inserted and removed during the initial procedure with no reported patient impact. The procedure was completed with a backup lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).